Event description:
It was reported "cable must be adjusted when charging to gain to charge". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.